Event description:
Customer reported an alarm indicating an occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. To resolve the issue, the customer administered a bolus, disconnected the equipment, observed insulin drops, and resumed insulin delivery. Customer continued to use pump for insulin therapy.